Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one denali femoral delivery device. The filter was loaded in the storage tube and still connected to the pusher catheter. The touhy-borst adapter was loose as expected for a used delivery system. The pusher catheter is kinked approximately 29.3cm from the proximal end of the handle; the manner in which the device was packaged for return may have contributed to the kink. No other anomalies were identified. Functional/performance evaluation: an attempt was made to advance the filter from the storage tube. This was not successful. It is possible that the dried blood within the storage tube prevented the advancement. The pusher wire detached when attempting to retract the filter from the storage tube. A mandrel was used to deploy the filter. The filter contained all 6 arms and 6 legs present and intact. There were no crossed limbs. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter could not advance through the introducer hub of the deployment sheath. The filter system was exchanged for a new filter that was prepped and deployed successfully. There was no reported patient injury.